Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer experienced high blood glucose 524 mg/dl. Customer experienced low blood glucose of 41 mg/dl. Sg value from reported event was 90 mg/dl. Sg and bg difference is not within acceptable range. Customer was treated with glucose tablet and food for low blood glucose. Customer was treated with insulin pump for high blood glucose. The sensor and insulin pump will not be returned for analysis.